Event description:
The customer reported that the circuit breakers on the 2600 system kept failing. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The service rep replaced the table drive transformer, and the collimator driver circuit board. The system was tested and is operating as intended.